Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The patient's axillary and xyphoid incisions did not heal properly. There was evidence of oozing from the electrode incision with no erosion. The patient was treated with intravenous antibiotics. The patient was on dialysis and developed c-difficile. The recently implanted s-ICD device/electrode system and chronic transvenous pacemaker/leads system were explanted without incident.

Event description:
Boston scientific received additional information that only the s-ICD device and electrode were explanted due to infection. The pacemaker and transvenous lead system remain in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).